Event description:
It was reported that during a craniotomy surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported router involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The router was evaluated by product engineering who concluded that the break location is 0.0078¿ from the shoulder between the flute and minor shank (0.7972¿ from the tip of the router). This location is a high stress location on the part. Breakage at this location is likely as a result of excessive force/bending applied to the head of the router. The router breakage is likely as a result of excessive force applied to the router head. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a craniotomy surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. Device not received by stryker.

Event description:
It was reported that during a craniotomy surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.